Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii an rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that, patient complains of pain, burning sensation and soreness around the incision area. Patient states that it is difficult for him to exercise and walk. He has daily discomfort. Patient will have a joint aspiration in the next few days and will scheduled a revision surgery with his surgeon this month.